Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she thinks the implant was shutting off on its own or stimulation would amplify on its own. The patient stated it was being glitchy and she had tried turning the implant off for a few weeks and it would go away, but when she turned it back on it would keep doing the same thing. The patient denied any recent falls, traumas or electromagnetic exposure. The patient checked the implant with the programmer and it showed they were on group d at 3.2v and the stimulator was on. The patient was directed to follow-up with their healthcare provider to check the device. The indications for use were non-malignant pain and post lumbar laminectomy syndrome.